Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, yellow particles, and creases. Clouds in the gel were observed after the autoclave disinfection. A weight test of the device was performed which verified the weight of the device was within specification. Based on the device analysis, the final assessment is no observed openings on the device nor any issues related with the complaint of rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade unknown and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device has been explanted.